Manufacturer narrative:
It was reported by the dentist that the implant failed to received an implant at tooth location#31. However, the implant was extracted after clinical procedure as it failed to osseointegrate. No adverse events were reported and no abnormalities were noted with the implant itself. The patient is stated to be doing satisfactory. The DHR was reviewed and no discrepancies were noted in any of the manufacturing processes. The complaint product is yet to be available for investigation. More results will be provided after completion of the evaluation and investigation. However, failure to osseointegrate is a well-known and well- dcoumented inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
The dentist reported that the implant failed. The implant was placed on tooth location#31 and was extracted because of pain. The patient was stated to have type iii bone and the implant site was not infected or granulated tissue was noticed at the implant site. No adverse events or serious injury was reported and no abnormalities were noted with the implant itself. Also, the patient is stated to be doing fine.